Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 523 and then 603 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include vomiting, possible ketones, shakiness, and nausea. The patient was treated with two bags of intravenous (IV) fluids: insulin and nausea medication. The patient was released after 6 hours. The pod reportedly was coming off the infusion site (abdomen), causing the cannula to dislodge. The pod leaking insulin during a 14 unit bolus was also reported. The pod was removed prior to the ER visit and discarded.